Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. Analysis revealed the overlay tubing of the lead was extrinsically breached due to melting.

Event description:
It was reported that during a prophylactic explant of the right ventricular (rv) lead, it was noticed that the lead insulation was gone and damaged in spots. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 7232cx, implantable cardioverter defibrillator, implanted: (B)(6) 2005. (B)(4).